Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion and the right ventricular (rv) lead exhibited high thresholds. Both the rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.